Event description:
User alleges that they had one event of the hypodermic insulin unit coming apart and the clinician getting squirted with insulin in their eyes. The reporter stated that this was due to clinician not tightening down unit per our instructions for use.